Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v into the patient's eye had a haptic tore off. The incision was enlarged to remove the lens and replaced it with another model lens and used a suture to close the wound. The reporter stated that the haptic tore during loading.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic on the lens is torn off & missing. There is clear surgical residue on the lens. Conclusions: - no conclusions can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.